Event description:
Supracondylar rod attached to intramedullary supracondylar (imsc) drill guide with nail drill guide bolt. The rod when applied to nail/drill guide bolt went together with some difficulty. Anatomical rotation of rod not correct so rod rotated to correct position. Rod threaded on by physician and assistant. Then unable to remove rod from the guide. The procedure (surgical) could not be complete. Replacement instruments ordered. Pt returned to surgery for completion of the procedure.